Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/18/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: were there any patient consequences? No patient consequences. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? While retrieving the suture from package, only needle was coming out. Please clarify how many devices demonstrated the alleged deficiency on this single. Procedure? ¿ all packs opened in single surgery. If there are multiple patient events: what is the total number of procedures? - 1. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). ¿ no. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number- it happened in single event of procedure. H3 investigational summary: the product was returned to ethicon for evaluation. Four empty foils, four winding former each with a suture and two unopened samples were received for analysis. Product code nw1205. During the visual inspection of the returned samples, it was noted that the sutures have begun with degradation process attributed to exposure to the environment. This condition caused the needles to be detached from the sutures. To evaluate the condition of the two unopened samples, the packets were opened. In one sample, the needle was found detached from the suture, consistent with degradation. However, in the second sample, the swage and attachment areas appeared to be as expected, and the suture dispensed without issues. The foil packets were visually inspected, wrinkles and a hole in the cavity were observed in five samples. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a gastrostomy procedure on (B)(6)2025 and suture was used. It was reported from the analysis of the returned product that suture degradation was observed. During the procedure the needle and suture was separated and found the same problem in multiple foils. There were no patient consequences reported. Additional information was requested.